Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first instrument clips formed screw on the cystic arteries (will email pictures to affiliate). Then after that the jaws jammed on the last clip in the applier. With the second instrument when the doctor fired the device, the clips were firing loose. No clip compression formed and some of the clips only closed half way. Another er320, from another lap access kit. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed ten clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.